Event description:
It was reported that patients incision at the battery site was not fully closed. The physician redid the suture over the incision and still the patients wound is not fully closed.

Event description:
It was reported that patients incision at the battery site was not fully closed. The physician redid the suture over the incision and still the patients wound is not fully closed. Additional information received that according to physician, patients incision was fully healed. The patient will continue antibiotics and no further action was needed.